Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implanted system, received two inappropriate shocks due to low amplitudes and oversensing. A technical services data assessment noted the current morphology appeared to be difference than that from amplitudes measured during implant. An x-ray of implant positioning was recommended and the device deactivated until resolution could be obtained. The x-ray review was showing the electrode position quite low and slightly, left. An electrode dislodgement could not be ruled out however, not conclusive from the images provided. The field representative was unaware of any system changes to date. It was additionally reported that perhaps the patient would be upgraded to a crt-d device in the future.